Manufacturer narrative:
Based on the claim against the product by the customer noting a broken black cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley, at the grip-crimp, idler pulley location. No signs of thermal damage near the broken conductor wire or damage to the conductor wire insulation were observed. However, there was thermal damage at the base of one of the grip tips and on the bipolar yaw pulley. Additional observation not reported by site: the instrument was found to have thermal damage at the base of one of the grip tips. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips with exposed electrode. The complaint regarding broken black cable was not confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is a reportable malfunction due to the following conclusion: thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the black cable of fenestrated bipolar forceps instrument broke. The procedure was completed with no reported injury using backup instrument. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the black cable was not loose or frayed. The cable was broken. The instrument was inspected for damage before use. The black insulation was not stripped or damaged without a complete break. The instrument did not come into contact with another instrument. The surgeon was gripping tissue when the cable tore. There was no thermal damage and the instrument was no longer usable. There was no arcing observed.